Event description:
Pt reported observing insulin leakage inside the insulin cartridge compartment after attempting to prime the device. Pt's blood glucose was not affected, and no treatment was received.